Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the inpact admiral to treat a cto (chronic total occlusion) in the right superficial femoral and popliteal artery, to treat in-stent restenosis. A secondary intervention was carried out. The procedure was carried out by overlapping the balloon by at least 3cm and extending the dcb (drug coated balloon) by at least 1cm beyond the lesion both proximally and distally. It was reported 365 post procedure the patient was treated for restenosis of the same vessel.